Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported, right rupture. And capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side pain and rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported right side pain and rupture. Physician reported right rupture. Physician later reported capsular contracture baker grade iii. Device explanted. Device was returned.

Event description:
Physician reported right rupture and capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ rupture: not observed. ¿ capsular contracture: unable to observe. As per the investigation procedure, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.